Manufacturer narrative:
Additional information was added to h6 and h10. H10: the device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an under infusion occurred during use of an unspecified elastomeric device. This was identified during a patient infusion. The device had been filled with piperacillin/tazobactam. Approximately 20-30 ml of the infusion was left after the 24 hour infusion time. There was no report of patient injury or medical intervention associated with this event. No additional information is available.